Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a vibrator anomaly from the insulin pump. The customer's blood glucose reading was 78 mg/dl. The customer stated that the pump does not vibrate at all. The customer mentioned that the pump did not vibrate when he pressed act after using up arrow to set an easy bolus. The customer was assisted with performing a self-test. The customer stated that the pump did not vibrate during the vibrate test. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received unable to vibrate during self-test due to broken vibrator red wire. The insulin pump passed idle current test, run current test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. The insulin pump had cracked battery tube threads.